Event description:
It was reported that the device was showing no disposable alarms. No patient injury was reported.

Manufacturer narrative:
Corrected data: h5: correction: labeled for single use: yes.